Manufacturer narrative:
Date sent to the FDA: 04/06/2011. (B)(4) - recurrent hernia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a open right indirect inguinal hernia repair on (B)(6) 2009. The patient reported he experienced a hernia recurrence in (B)(6) 2010. A second procedure was performed on an unknown date. Additional information has been requested.